Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic placement of a tracheobronchial stent. The ultraflex tracheobronchial stent (proximal release) did not fully deploy from the delivery system. The sent was noted to get 'stuck' at the distal end. The stent and delivery system were removed from the patient without issue. Another deivce was successfully placed. There is no further information available at this time. There is no information that would indicate the patient had sustained any complication or ill effect as a result of the deployment issue.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.